Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.

Event description:
Boston scientific crm received information that an error message appeared upon device interrogation that revealed the lead safety switch triggered for this right ventricular (rv) lead. Regarding the ventricular channel, there was a loss of capture, artifact pacing, and a rate below the programmed lower rate limit. Review of the daily measurements indicated an impedance value greater than 2500ohms. At the last visit six months ago, following a previous lead revision to implant this current lead, the dms were normal. The patient reported feeling great and no adverse effects were reported in association with this observation. A lead revision procedure will be scheduled to investigate the issue further.